Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct 510(k) number. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years 7 months post implant of 3dmax mesh, patient was diagnosed with infection, hernia recurrence, abscess, adhesions and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, hernia recurrence, adhesions and inflammation as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Updated fields: a2, b2, b3 (date of event), b4, b5, d4 (product catalog no, corporate lot no, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: g4 (PMA/510(k) #). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with right indirect inguinal hernia thereby underwent open repair with the implant of 3dmax mesh. Per operative notes, ¿a small indirect inguinal hernia sac was identified, it was excised. Then a 3dmax mesh was placed onto the abdomen using tacks.¿ (B)(6) 2016 - patient was diagnosed with large abdominal wall mass and hernia recurrence thereby underwent laparoscopic converted into open biopsy of abdominal wall mass. Per operative notes, ¿there was a mass in the right lower quadrant down towards the right groin and enough biopsy samples were obtained.¿ (B)(6) 2016 - patient was diagnosed with infected mesh and abscess thereby underwent open repair with removal of 3dmax mesh. Per operative notes, ¿there was abscess in the preperitoneal space, and it was drained. This cavity was enlarged and the infected 3dmax mesh was identified. The mesh was completely removed. The mesh was very adherent to the surrounding tissues.¿ attorney alleges that the patient had abscess, adhesions, pain, hernia recurrence and infection. It is also alleged that the patient underwent laparoscopic biopsy of abdominal wall mass, 30 minutes of blunt dissection due to the mesh being adherent to the surrounding tissues, mesh caused inflammation; incision and drainage of abscess and mesh removal.